Event description:
The accounts engineer stated that all functions except reverse trendelenburg are working.

Manufacturer narrative:
The accounts engineer replaced the control panel assembly to repair the bed.